Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. H6: medical device problem code 3191: suggested code: tight lead. Cvrx ID# (B)(4).

Event description:
A barostim implant occurred on (B)(6) 2024. Since implant, the patient had experienced lead tightness, and the lead was visible underneath the skin. The patient still had full range of motion, and no intervention was planned. Redness was noted at the pocket, and the patient was admitted to the hospital on (B)(6) 2024. A pocket infection was diagnosed, and the system was explanted on (B)(6)2024.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, and lal testing results were below action and control limits for the quarter the ipg was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim implant occurred on (B)(6) 2024. Since implant, the patient had experienced lead tightness, and the lead was visible underneath the skin. The patient still had full range of motion, and no intervention was planned. Redness was noted at the pocket, and the patient was admitted to the hospital on (B)(6) 2024. A pocket infection was diagnosed, the system was explanted on (B)(6) 2024. The pocket was debrided and a wound vac applied. Cultures were performed and were positive for staphylococcus, and the patient received antibiotics. The patient was discharged from the hospital on (B)(6) 2024, and the wound vac was removed on (B)(6) 2024.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 cvrx ID# (B)(4).